Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-3 when blood is applied to strips (accompanied by symptoms). Wife is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination, dizziness, and red eyes. Medical attention is reported as a result of the meter not giving a reading. Customer went to his doctors on (B)(6) 2020. At the doctor's, the customer's glucose level were very high and he was administered insulin to lower glucose levels. Per doctor's orders, the customer is visiting the clinic every other day to check his glucose levels while fasting. The product is not stored according to specification and it is stored in the kitchen. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 09/21/2020 and open vial date is more than four months ago.